Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head had telemetry failure and therefore the head's cable was replaced. The head's label had been removed when replacing the cable and therefore the label was replaced. (B)(4).

Event description:
It was reported that the radio frequency programmer head had telemetry failure. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had telemetry failure. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.